Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the loading was performed by experienced hospital staff without difficulty, the positioning was not correct on the first deployment attempt. There was no tension felt in the system. The valve was recaptured to reposition but the capsule would not fully close. A decision was made to withdraw the system from the patient. When the delivery catheter system (dcs) capsule was deployed outside of the patient's body, the capsule ruptured. A different valve and dcs were used to successfully complete the procedure. The patient anatomy was reported to be tortuous with a horizontal aorta. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle appeared intact. The tip-retrieval mechanism appeared intact. The deployment knob appeared intact. The trigger appeared intact. The device was returned with the end cap/screw gear snap fit connected. The device was received with the capsule partially closed. Delamination was observed over the nitinol reinforcing frame on the distal end of the capsule and along the mid-section to the proximal end of the capsule. There is a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site is jagged and uneven. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve was recaptured due to positioning difficulties. Recapturing is a feature of the enveopro device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. In this case, it was noted that the patient anatomy was tortuous with a horizontal aorta. This indicates that the probable cause of the positioning difficulties was patient anatomy. Positioning difficulties do not typically indicate a device manufacturing issue. The device was returned for analysis. The valve was received loaded in the capsule of the dcs. The handle appeared intact. The device was received with the capsule partially closed. Delamination was observed over the nitinol reinforcing frame on the distal end of the capsule and along the mid-section to the proximal end of the capsule. Delamination between the capsule outer polymer and the nitinol frame, typically occurs when the capsule is subjected to a bending force. Delamination may occur over the spindle/paddle interface if a valve has been misloaded; however, it may also occur due to tracking/positioning in the patient anatomy. There were no fluoro or procedural images received, however it was reported that the anatomy was tortuous. There is a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Thus, confirming the reported event. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.